Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during sodium chloride, paclitaxel and itoposide therapy. There could be between 20-40ml overfill in the bag; however, the customer stated that there was anywhere from 150ml to 260ml left in the bags after the infusion was complete. There was one patient that they stated had 260ml overfill and they had to go back to the pump 3 times (at 100mls each) to get that bag completely infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.